Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the cause of the blood tinged fluid and loss of therapy was unknown but thought to be due to the catheter being connected to the new pump promptly. It was reported that the pocket was opened and it was noted that the pump was correctly connected. The catheter access port was aspirated and the catheter was fully cleared. The issue was reported to be resolved. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 8709 serial# (B)(4). Product type catheter product ID 8703 lot# serial# (B)(4). Product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 04-nov-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 228.4 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that during a replacement surgery the hcp chose not to aspirate from the catheter because the patient was getting good therapy. It was noted that a back table prime was performed and good flow was shown from the catheter but the patient's spasticity had increased post surgery. It was suspected that the catheter may have dripped out a fair amount of drug while detached. The hcp tried to aspirate the catheter access port yesterday and got back flow that was tinged with blood. No further complications have been reported as a result of this event.